Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.